Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer inspected the device and replaced row board cable to resolve cubies off bus in half-height drawer 5.2, tested with application and confirmed no errors, case closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was unable to open and was not recognized on the communication bus, attempted to reboot the system, but it remains nonfunctional. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.